Event description:
It was reported that a perforation and pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During deployment, the delivery system moved deeper into the laa. While the device was being interrogated, a pericardial effusion was noted. While the physician was performing the pericardiocentesis, a puncture to the right ventricle occurred. At this point, more blood continued to flow into the pericardium and surgery was called. The surgeon repaired the right ventricle and removed the watchman device to clip the laa. A perforation was also seen to the laa. No further complications were reported. The patient is doing well and was neurologically intact.